Event description:
It was reported that the patient collapsed at home, cardiopulmonary resuscitation (CPR) was performed for over 40 minutes and externally paced to no avail. The patient later expired. The cause of death was unclear. The leadless implantable pulse generator (ipg) was noted to have an unconfirmed pacing problem and suspected of being dislodged. No further information was available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.